Event description:
It was reported that the asymptomatic patient's implantable cardioverter defibrillator recorded several episodes of non-sustained oversensing. Review of the electrogram revealed possible myopotential oversensing after biv pacing. The oversensing was reproducible with isometrics. The device was reprogrammed successfully.